Event description:
It was reported that a clearlink non-dehp continu-flo solution set would not flow. The nurse was trying to administer fluorouracil; however, the port closest to the patient was occluded and no fluid was able to pass through. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.